Manufacturer narrative:
Product analysis: the loss of communication could not be confirmed or reproduced, the programmer was able to maintain communication with multiple analyzers. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a message, indicating a loss of communication between the programmer and analyzer. It was noted that, due to this, lead analysis was unable to be completed. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.